Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed inappropriate mode switching due to oversensed muscle noise on the right atrial (ra) lead channel. Technical services (ts) reviewed troubleshooting options and possible causes, noting possible lead insulation integrity concerns due to lead age. However, ra pace impedance measurements were within range at this time. The field representative will consult with the physician regarding this observation, which will likely be addressed at the upcoming device changeout as the pacemaker had less than three months remaining until recommended explant. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd), and the right atrial (ra) lead was surgically abandoned and replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed inappropriate mode switching due to oversensed muscle noise on the right atrial (ra) lead channel. Technical services (ts) reviewed troubleshooting options and possible causes, noting possible lead insulation integrity concerns due to lead age. However, ra pace impedance measurements were within range at this time. The field representative will consult with the physician regarding this observation, which will likely be addressed at the upcoming device changeout as the pacemaker had less than three months remaining until recommended explant. This pacemaker system remains in service. No adverse patient effects were reported.